Event description:
It was reported that on (B)(6) 2022, hardware was removed due to proximal femur nonunion and a broken tfna. There was reverse oblique proximal femur nonunion. A non-synthes product was utilized for revision along with a graft from the ria2 supplemented by vivigen formable. No further information is available. This report involves one 10mm/130 deg ti cann tfna 400mm/left - sterile. This is report 1 of 1 for (B)(4)..

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event: only the event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing date: 29-apr-2022. Expiration date: 31-mar-2032. Part number: 04.037.061s, 10mm/130 deg ti cann tfna 400mm / left ¿ sterile. Lot number: 786p156 (sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom indicates that all packaging used met current specifications. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna, lot number: 674p237, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria, part number: 04.037.912.3, tfna lock drive, lot number: 719p902, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet met, all inspection acceptance criteria. Part number: 21127, timoagri16.00, lot number: 593p006, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 24-feb-2022 and certificate of analysis supplied to perryman by nadcap materials testing laboratory dated 29-apr-2020 were reviewed and determined to be conforming. Lot summary report dated 06-apr-2022 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.